Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient made a mistake. On the day of onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient had treatment with reflin injection 1 gram stat (route not reported) for the peritonitis event. On an unreported date, the patient began treatment with tobramycin injection 40 milligrams once daily (route and duration not reported) for the peritonitis event. Dianeal therapy was ongoing, but it was not reported if extraneal therapy was ongoing. The patient was recovered from the peritonitis event. On an unreported date, the peritoneal effluent fluid was clear. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.